Manufacturer narrative:
This AED nor its electronic log files were returned and thus the root cause could not be determined. Based on the fact that the age of the AED, and the reported problem, the customer was advised to remove the AED from service.

Event description:
A customer reported their battery pack will not stay latched in their AED. They reported this did not occur during patient use.